Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated, upon visual inspection, it was found that the inner pouch was not sealed. The sutures had no structural anomalies. A manufacturing record evaluation was performed for the finished device 8l58375 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer evaluation result for rgdloop adjustable stnd. An in-process control has been performed on 9 parts chosen randomly by a certified operator. The result of this process check was successful as none of the 9 parts were non-conformed. Therefore, there was no need to inspect more parts of the batch nor raise a non-conformance. Complaint research, with the same defect did not show another case with this issue from 2016 to date with the item reference: (B)(4). No nr was found during the research. Root cause description and rationale: based on the above, it is confirmed that the manufacturing process has been performed according to the validated processes. The root cause is manufacturing related: the seal is not present. Final bounding rationale: the bounding is limited on this part as the complaint analysis shows that there is no other occurrence of such defect for this batch, the batch before and the batch after. Conclusion: a manufacturing investigation activity has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. A closer look to the controls in production processes has been done. The results show that this batch of product was processed without any incident. As per pfmea and complaint reviews, the occurrence for this type of issue is below than the maximum occurrence allowed for this kind of effect. The root cause is manufacturing related: the seal is not present. An nc was opened to track this failure with the supplier so that a deeper investigation will be performed under this action. A manufacturing record evaluation was performed for the finished device 8l58375 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
Additional narrative: UDI: (B)(4). Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation, however 4 photos were provided. Upon visual inspection of the photos, it was found that the inner pouch is not sealed. A manufacturer investigation was requested. Manufacturer evaluation result for rgdloop adjustable stnd. An in-process control has been performed on 9 parts chosen randomly by a certified operator and have been inspected also per tm-tme0091 rev48, 103072172 rev4, pic-vs121rev4, pic-vse0028rev8, wi-ft0118rev26. The result of this process check is successful, none of the 9 parts were non-conformed. So there is no need to inspect more parts of the batch nor raise a non-conformance. According to tm-tme0091 rev48, 103072172 rev4, pic-vs121rev4, pic-vse0028rev8, wi-ft0118rev26, hereafter is the in-process control. Other quality system data analysis: complaint research, with the same defect did not show another case with this issue from 2016 to now with the item reference (B)(4). No nr was found during the research. Root cause description and rationale: based on the above, it is confirmed that the manufacturing process has been performed according to the validated processes. The root cause is manufacturing related: the seal is not present. Final bounding rationale: the bounding is limited on this part as the complaint analysis shows that there is no other occurrence of such defect for this batch, the batch before and the batch after. Conclusion: a manufacturing investigation activity has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. A closer look to the controls in production processes has been done. The results show that this batch of product was processed without any incident. As per pfmea and complaint reviews, the occurrence for this type of issue is below than the maximum occurrence allowed for this kind of effect. The root cause is manufacturing related: the seal is not present. An nc was opened to track this failure with the supplier and a deeper investigation will be performed under this action. A manufacturing record evaluation was performed for the finished device 8l58375 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the customer in (B)(6) that during an anterior cruciate ligament reconstruction surgery on (B)(6) 2022, it was observed that the inner packaging of the rgdloop adjustable stnd device was unsealed. During in-house engineering evaluation of the photos provided by the customer, it was determined that the inner pouch of the device was not sealed. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.